Manufacturer narrative:
Medtronic received the following information from a journal article entitled; a case report of thoracic endovascular aneurysm repair under local anesthesia with resolution of acute onset lower extremity paraplegia from an acute complicated type b aortic dissection el hag s, shafii s, hartman e, grande a, rosenberg s. M, tummala r, loor g, & faizer r. Annals of vascular surgery 2020; 68: 570.e1¿570.e4 https://doi.org/10.1016/j.avsg.2020.04.031. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented to hospital with a severe back pain and numbness in the lower extremities and symptoms of paraplegia. A CT performed confirmed an acute type b aortic dissection (tbad). The patient was hypertensive and demonstrated complete loss of function below the t10 spinal level. Emergent treatment was carried out and the patient was brought to or. Intravascular ultrasound (ivus) was utilized to ensure that the true lumen was accessed along the length of the aorta. The aortic dissection originated distal to the left subclavian artery, and the aortic arch and ascending aorta appeared normal on ivus. A 32mm x 150mm valiant captivia stent graft was deployed at the level of the left subclavian artery distally to the mid descending thoracic aorta. Expansion of the true lumen was accomplished proximally; however, distal to the stent graft, the aorta appeared to have greater than 50% true lumen diameter compromise on ivus. Additional stent-graft placement was considered but the patient demonstrated ability to move his lower extremities so the procedure was completed. The patient¿s hospital course was complicated by pneumonia that was successfully treated without negative consequences and by his discharge to an acute rehabilitation facility on day 6, the patient was at baseline neurological function. A CT angiography at 1 month demonstrated adequate stent placement with re-expansion of the true lumen throughout the length of the thoracic stent graft; however, persistent distal false lumen flow was still noted. No additional clinical sequelae were provided and the patient will be monitored.